Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open wedge resection/biopsy, the knife would not retract and was locked on tissue. A second reload and manual stapler handle were used to transect and fired on adjacent tissue. The event resulted to some tissue loss.